Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2020 reporting that the replacement surgery was being rescheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was not able to connect the recharger to their stimulator. Patient did not maintain charge and therefore ins was in overdischarge. The patient had not used their device in at least a couple of months and she had not recharged either. She was not sure when the stimulation shut off but she guessed late fall 2019. The rep tried a recharging session with her recharger and was not able to. The rep tried connecting to the ins with their 8840 and was not able to. An antenna location function was performed and unsuccessful. The rep taught the patient how to do a trickle charge as she preferred to do it herself at home. Patient to call rep back when she is able to charge and an appointment will be scheduled to clear the por warning. Issue not resolved at this time. No further complications were reported/anticipated. Additional information was received from the manufacturer representative (rep). It was reported the patient was not able to get the stimulator going with a trickle charge. Further troubleshooting was required. Subsequently it was reported that the stimulator was deemed end of life and the healthcare provider (hcp) scheduled a replacement for (B)(6) 2020. No further complications were reported/anticipated.